Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display screen on the insulin pump. Customer's blood glucose level was 130 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin bump has been dropped and bumped. Customer was advised to monitor the insulin pump and that a replacement battery cap will be sent out.